Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the periorbital area and temple, 0.5cc on the left side and 0.5cc on the right side. Patient immediately experienced blurred vision and "floating lines" in the visual field. Patient was instructed to close their eyes and the lights were turned off. Upon reassessment, patient noted symptoms improved and stated the floating lines had resolved. Patient subsequently reported clearer vision overall with mild aching around the right eye. It was noted the patient has a history of blurred vision, but the physician was unsure of its baseline condition. Symptoms are ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.